Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the prograsp forceps had a loose steel cable. The issue was identified when the instrument was sent to the sterilization center. Surgical procedure was completed, no need to replace the clamp. The procedure was completed with no reported injury.